Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, and a seizure. Data review by tandem medical director showed the customer delivered multiple boluses prior to the event. Reportedly, the customer required assistance from parent to treat bg level via a glucagon injection, and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.